Event description:
The pt reported receiving a 2.01 and erroneous symbols on his display screen. The power pack of the infusion device had been in use for two weeks before the display issues occurred. The pt was not aware of the power pack recall. He was educated on the recall and he understood the issue. He was informed that he should begin to change his power packs every two weeks. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.